Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed on the pump. The pump passed the flow accuracy test and was found to be delivering within the required specifications. The pump was also exercised for 24 hours with no alarms occurring. In addition, no activity outside normal use was observed in the black box or download history. No insulin delivery defects were found.

Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of her son (the pt) and reported intermittent low blood glucose (bg) levels for the past week. The reporter indicated that at 10:00am, the pt's blood glucose (bg) level was "300 mg/dl." The reporter mentioned that they programmed a correction on the pump and claimed that 90 minutes later, the pt's bg level was "38 mg/dl". The reporter treated the patient with "oral carbohydrates" and shortly after, his bg level was "100 mg/dl." Through troubleshooting, the animas rep noted that the time on the home screen was correct. The basal programming was reportedly correct. No alarms were observed in the alarm history for (B)(6) 2010. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt had a bg level of less than 40 mg/dl after taking a correction programmed on the pump.